Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.

Manufacturer narrative:
D4 - lots identified after initial evaluation: 33541327 and 33629018. H4 - device manufacture date identified after evaluation: 33541327 - 3/2/2023 and 33629018 - 9/3/2024. H6 - type of investigation (b) added. 3331 - analysis of production records.